Manufacturer narrative:
A request was sent to the fcr to retrieve, if available, the explanted electrode. To date, this chronic electrode has not been returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or the explanted electrode is returned to boston scientific for laboratory testing.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2017. The chronic electrode was explanted and replaced.

Manufacturer narrative:
The patient has been scheduled for electrode revision.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted boston scientific's technical services (ts). The fcr reported that this device and electrode was exhibiting electrogram noise, small signal amplitudes associated with delivery of an inappropriate shock. Patient was sitting down and watching tv when inappropriate shock therapy was delivered. This event represents the first shock record by this device. The post shock impedance was 22 ohms. The sense vector at the time of inappropriate shock delivery was secondary at 2x gain. The fcr commented that when s-ecgs are run, the electrograms are flat in appearance with no sensing markers on any of the s-ecgs. An automatic set-up was attempted and an "not enough data to perform automatic set-up message was displayed. The fcr believes that the physician utilized a two-incision technique at the time of the implant procedure. Based on the measured lower impedance, flat egms, no markers and incomplete automatic set-up, ts discussed the need for chest x-rays to determine the position of the electrode and device. Ts suspects that the device or electrode has moved. The patient will remain in the hospital and ts suggested that the device should be programmed off to avoid additional inappropriate shock delivery. The fcr was planning to discuss this further with the physician and will try to send stored data to ts for analysis. Boston scientific received information from the fcr that this device was programmed off per physician's order while the patient was hospitalized. A chest x-ray was reviewed which revealed electrode dislodgement near the device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this electrode was received at boston scientific's return product department.